Event description:
Customer reportedly received results of 202 mg/dl and 108 mg/dl within 10 mins on the compact plus system. No actions taken based on device results. No adverse event related to the device reported. Requested return of suspect and replacement was sent.